Manufacturer narrative:
Management system confirmed that at approximately 3:38 pm est on (B)(6), 2026, the sensor glucose (sg) value was 62 mg/dl. No bg value was entered into the system for the event. At the time of the event, the user's alert settings were a low glucose alert of 65 mg/dl and a high glucose alert of 270 mg/dl. Data review confirmed that a low glucose alert was asserted at the time of the event when the sg value was 62 mg/dl, which was consistent with expected system behavior. No device malfunction was identified; thus, no further investigation was deemed necessary. The user did not receive medical treatment following emergency response and was not prescribed medication. Per data management system review, the user was actively using the system with up-to-date information at the time of complaint closure.

Event description:
On (B)(6), 2026, the user reported experiencing symptoms consistent with a low glucose event at approximately 3:38 pm eastern time, including feeling hot, sweaty, shaky, light headed, and dizzy. The user stated that they contacted emergency services, and an ambulance responded, however, no treatment was administered because a fingerstick blood glucose (bg) value measured upon arrival had normalized to approximately 100 mg/dl. The user reported feeling better at the time of follow-up. The user's healthcare provider was aware of the event.